Manufacturer narrative:
After talking to the customer, the remote service engineer (rse) determined that the customer disassembled the device on the same day that preventive maintenance (pm) was performed, and the device failed the leak test. The customer informed the rse that the pressure sensor board and other components were removed and determined that the leak was in the test setup. The rse advised the customer that since the error code was not present prior to taking the device apart, the pins on the data acquisition (da) printed circuit board assembly (pcba) needed to be checked. The rse also informed the customer of the recommended repair steps per the service guide which includes verifying the pin alignment between solenoids and the da pcba, replacing the proximal auto-zero solenoid (sol 3 and sol 4), and replacing the da pcba. The repair for this device cannot be conducted at this time due to a backorder status of a part needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00055. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that had an "auto zero fail" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. After talking to the customer, the remote service engineer (rse) determined that the customer disassembled the device the same day preventative maintenance (pm) was performed, and the device failed the leak test. The customer informed the rse that the "pressure sensor board" and other components were removed and determined that the leak was in the test setup. The rse advised the customer that since the error code was not present prior to taking the device apart, the pins on the data acquisition (da) printed circuit board (pcb) needed to be checked. The rse also informed the customer of the recommended repair steps per the service guide: verify pin alignment between solenoids and the da pcb, replace the proximal auto-zero solenoid (sol 3 and sol 4), and replace the da pcb. The investigation is ongoing.